Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s brother reported via phone call that customer was hospitalized due to high blood glucose level and urinary tract infection. The customer experienced different blood glucose level of 142 mg/dl and 161 mg/dl. The customer did not experience any symptoms or treatment result of high blood glucose event. Troubleshooting was not performed for high blood glucose level. The insulin pump will not be returned for analysis.